Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and walked the caller through the reset process, which successfully resolved the issue, allowing the caller to start their sensor session without further errors.